Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) showed signs of loss of capture (loc). Further assessment in office was suggested. The lv lead and crt-p remain in service. No adverse patient effects were reported.